Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30233416m number, and no internal actions related to the complaint was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Prior to the procedure, the patient had a pericardial effusion at baseline. During the case, error 1403: ¿fluoroscopy was not registered¿ was displayed on the carto 3 system. Towards the end of the ablation procedure, the patient¿s blood pressure was seen dropping. The physician used intracardiac echo to confirm that the effusion was larger. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. There¿s no indication that extended hospitalization was required. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed with a brk transseptal needle. The generator was used in power control mode. The overall time for ablation at the site of injury was of 7.97 seconds. The noted parameters at the time of the injury were temperature: 20 degrees celsius, impedance: 3 ohms and power: 50 watts. The power did not titrate during the ablation. The flow was set at 8.15 ml/min. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto® 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The error 1403 ¿fluoroscopy was not registered¿ was assessed as not reportable. If an error is displayed on the carto 3 system, the most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote.